Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, mildly calcified lesion in the mildly tortuous mid right coronary artery. Pre-dilatation was performed with a 2.75 x 8 mm non-compliant (nc) balloon. After successful deployment of the 2.75 x 38 mm xience prime stent at 10 atmospheres, a distal edge dissection was noted. A 2.75 x 15 mm xience v stent was used to cover the dissection and complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.